Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving compounded baclofen (unknown concentration) at an unknown dose via an implantable pump for an unknown indication. On (B)(6) 2015, the patient had a return of unspecified symptoms. The cause of the event was unknown, but the catheter was reported to have been working normally until last week when the patient related the issue with their returned symptoms. On (B)(6) 2015, the hcp performed diagnostics; tested with contrast. An issue with the catheter was detected; the device was not infusing. The hcp treated the patient with applications in medicine and "in fair wednesday" the catheter was to be replaced. The issue was not resolved as of (B)(6) 2015. The patient was not hospitalized. The patient was without injury regarding their status at the time of the report. The hcp had no further information. Additional information was requested which included the following: the concentration, dose rate, and drug lot number of compounded baclofen, other medications (oral, etc.) That the patient was taking at the time of the event, pertinent medical history, the diagnosis for use for the infusion system, and the results of the catheter explant.

Event description:
Additional information received from the company representative indicated that the pump was used to deliver compounded baclofen 1000 mcg/ml at a dose of 139.90mcg/day; the lot number was not available. The pump's indication for use (IFU) was listed as spasticity. It was further reported that the doctor changed the catheter and the patient was responding well to treatment.